Event description:
It was reported that during the implant procedure, the pulse generator exhibited a setscrew anomaly. The device was not implanted and new device was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.